Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in the netherlands who received morphine 4,0 mg/ml at a dose of 2,9084 mg/day via an implantable pump. It was reported that with the pump logs provided from (B)(6) 2017 a motor stall (03) was indicated to have occurred on (B)(6) 2017 at 01:32 (also noted by reports and as reported to have occurred at 01:33/01:35). The n¿vision was at daylight saving time and the actual time was 00.35 hours. At the time of the call the motor stall had not recovered. The patient had been ¿raided¿ by the critical alarm in their sleep. The estimated replacement indicator (eri) was 43 months with an implant date in 2014. The patient was to come in on ¿thursday¿ for a new filling and was fortunately free of complaints initially. The nurse indicated they had tried 3-4 times to update the pump to get it back to work and that did not work ¿and they report again motor stall occurred¿. As noted, the pump log on (B)(6) 2017 at 11:25 noted the pump was at 2,9084 mg/day and was increased to 2,9309 at 11:28. The pump was last changed on (B)(6) 2017 at 10:29. The second pump log was also from (B)(6) 2017 at 11:28 which indicated the morphine dose was at 2,9309 mg/day and on (B)(6) 2017 the pump dose was decreased to 2,9084 mg/day. The third pump log also from (B)(6) 2017 at 11:32 noted the pump dose was increased from 2,9084 mg/day to 2,9424 mg/day. The fourth pump log from (B)(6) 2017 at 11:33 noted the pump dose was decreased from 2,9424 to 2 ,9084 mg/day. Further information was later provided which indicated that the motor stall still appeared to have not been lifted. Meanwhile, more than 12 hours have passed. The stall continued even after the second single bolus with walking speed of 0.07 ml (0.2908 mg at a concentration of 4 mg / ml in 5 min. 1st single bolus 0.14 mg). The patient was now starting to suffer from recurrent pain complaints, for which the pump was first indicated. A replacement procedure was requested for (B)(6) 2017. They were to check again, read the logs, on (B)(6) 2017 in hope that the pump would resume within 24 hours. Initially it was reported that the patient had not undergone any additional investigations in recent times that could explain this malfunction. However, it was later reported that the patient did have a bone scan more than a week ago and it was unclear if that could have had any influence. Further, the pump was still stalled on (B)(6) 2017 and therefore was explanted. The explanted pump was expected to be returned for analysis. The patient was released out of the hospital the next day, doing well and free of complaints again. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.